Event description:
A report was received that the patient was no longer getting any relief. The patient underwent a lead replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-2317-70, sn: (B)(6). Device evaluation indicated that the proximal tail was locked down on the contact #8 instead of on the retention sleeve. There was no setscrew mark present on the sleeve indicating that the lead was locked down without being fully inserted all the way in the port. As all the electrodes are not properly aligned in the ipg port, and it was the source of the stimulation anomaly. As IFU 91171765-02 caution against this, the probable cause selected is unintended use error caused or contributed to event. Sc-2317-70, sn: (B)(6). Device evaluation indicated that the visual (microscope) and x-ray inspection of the lead revealed that all cables (16) were completely broken at the bent/kinked location of the lead, 2 cm from the set screw mark of the clik-x anchor. There were no exposed cables at the location. The lead got kinked and fractured at the anchor point after it exits the anchor when the lead was exposed to excessive mechanical force or movement. The proximal tail (#1) was locked down between contact #8 and retention sleeve. There was no setscrew mark present on the sleeve indicating that the lead was locked down without being fully inserted all the way in the port. As all the electrodes are not properly aligned in the ipg port, and it was the source of the stimulation anomaly. As IFU 91171765-02 caution against this, the probable cause selected is unintended use error caused or contributed to event.

Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5122280, model/catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient was no longer getting any relief. The patient underwent a lead replacement procedure. Device malfunction was suspected.